Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the screws were missing, the motor was corroded, and the device was out of calibration. The motor, switch, screws, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: france.

Event description:
It was reported that during surgery, device had a contact failure. Inconsistent speed and and missing screws were confirmed during final investigation. There was a patient involved but no harm reported and a 0-15 minute delay to look for another device. Due diligence is complete. No additional information is available.